Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified complication. No additional adverse patient effects were reported. A good faith effort was submitted to the field to obtain further information regarding this event, and to request device return. At this time, no further information has been provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified complication. No additional adverse patient effects were reported.